Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.

Manufacturer narrative:
Resubmission with the correct file number. It was reported that the patient underwent concurrent tvh, bso and cystoscopy procedures.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported the patient experienced symptomatic enterocele, on (B)(6) 2010 she had an enterocele repair with bilateral sacrospinous ligament suspension surgical procedure. It was reported post implantation the patient experienced pain, infection, vaginal scarring, urinary and bowel problems. No additional information provided at this time. (B)(6). (B)(4).